Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. In addition, during the procedure lead diagnostics indicated multiple high impedances and some of the contacts were not secure in the paddle of the lead.

Event description:
Follow up information identified the patient is receiving effective stimulation.